Manufacturer narrative:
The reported complaint of a leak from the icy catheter (lot 195979) was confirmed during functional testing. A bonding leak was observed at the proximal end of the medial balloon during the functional pressure leak test. The probable root cause of the reported complaint could be a latent defect in the bond. Visual inspection of the returned catheter was performed, and no physical damage was observed on the catheter. A functional leak test of the returned catheter was performed. All infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the proximal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for information related to the reported complaint, and there was no previous history of complaints reported for the icy catheter with lot number 195979.

Event description:
On 4/20 at 16:30 the physician tried to place an icy catheter (lot 192360) via the right femoral vein of the 118 kg, 58-year-old male patient, but the catheter was not able to be inserted due to obvious resistance. Kinks were noticed on the catheter after it was removed. The first icy catheter (lot 192360) was discarded. The physician then used a new icy catheter (lot 195979), and the catheter placement was successful. The second catheter was inserted into the same location as the first catheter. On 4/22 at 13:20, the thermogard xp ivtm system displayed an air trap alarm and leaking was noticed at the connection between the saline bag and start-up kit (suk) (lot 196164). A new suk was used to continue the procedure using the same console. After replacement, the user noticed the connection section was broken. On 4/23 at around 04:30, during the rewarming phase, it was observed that the saline decreasing. There were no water traces on the bed or floor. Because the re-warm target temperature was achieved, the physician decided to cease the procedure. No impact or consequence to the patient.